Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited loss of radio frequency telemetry. The patient was brought into clinic for further investigation. It was noted that interrogation could not be performed with a programmer. The nurse opted out for software upgrade and was able to interrogate the device with inductive merlin transmission. The patient was stable.